Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with non union and underwent anterior cervical discectomy and fusion (acdf) surgery at c4-7 levels. Post-operatively, the locking mechanism of the plate was broken. As a result, revision surgery was performed to remove the hardware and perform re-instrumentation. The products came in contact with the patient. No fragment of the plate remained in the patient. No patient complications were reported.

Manufacturer narrative:
Post-op x-rays of c4-c7 acdf show a backed out screw at c7. Solid fusion is apparent at c5-6, less so at c6-7 peek interbody grafts were used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis results: visual microscopic the plate was returned without any outward signs of damage. After a microscopic review of the plate, there does not appear to be any cracking. Once the screw had broken the angle between the screw head and lock could change allowing the screw to move past the lock. If information is provided in the future, a supplemental report will be issued.